Event description:
It was reported that a tracheal tube's cuff was very slow to inflate. Recannulation of the patient was not required. There was no reported harm to the patient. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).